Manufacturer narrative:
Product ID, 3889-28 lot# v933653, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient fell and had to have her device replaced on (B)(6) 2013. No further information about this event was reported. More information has been requested and if received, a follow up report will be sent.